Event description:
Concern over movement of the metal pin inside the bearing peg. This is the 3rd retrieval from a revision case where the movement has been observed. Is this within the tolerences of the original design or has it occurred due to pressure/forces within the implant during movement

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: testing of the submitted device confirmed the play between the hinge post and bearing is beyond what should have been due to tolerances of the part. Measurement to see if the motion was due to deformation of the poly could not be conducted without permission from the customer for destructive testing. Engineering reviewed the device with the surgeon and he acknowledged that the micromotion did not contribute to the revision due to instability. The investigation could not draw any conclusions about the root cause of the play between the hinge post and bearing. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.